Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, numerous high ventricular rate stored egms were present. The strips showed oversensing on the ventricular channel markers but no signs of noise on the ventricular electrogram. The sense configuration was programmed to bipolar.